Manufacturer narrative:
No unexpected button error alarms were noted. The insulin pump had an unresponsive up arrow button due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, a cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 354 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.